Event description:
Customer called to report the pump was not functioning. High bgs were treated with a manual injection. It was stated that the customer was hospitalized for low bgs at the beginning of the month, and patient could not remember the exact date. Low bgs were treated with glucose. Furthermore, customer also was treated at the emergency room last week for low bgs, but patient was not admitted. Patient recently had a kidney transplant. Customer was weak and troubleshooting could not be performed. A replacement pump was requested.